Event description:
Rollator walker was being used on the sidewalk when the left front wheel of the walker caught, causing walker to tip forward and user to fall over the walker. Fall caused injury user knee and hand.

Manufacturer narrative:
Request for information sent. Device not available for inspection at this time.